Event description:
The clinician reported that over 6 months after the dental implant was placed in the patient's mouth, the implant lost osseointegration in type ii bone. The clinician reported this patient has a bone defect. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.